Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump beeped and alarmed failed battery test alarm. The customer¿s blood glucose level was unknown. It also reported that the customer received alarm after insertion of new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No battery failed alarm noted. However, pump error 38 alarmed during the rewind test due to unlocked j5 and pcb 1 connector.